Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, an occlusion alarm occurred, and a pump over infusion was observed. The complaint device has been returned to the manufacturer for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated the reported issue was not observed. Volumetrics of 100ml/hr and 10ml tested in spec at 9.95ml or 99% of expected volume with no occlusion alarms occurring. Preventive maintenance service was performed.